Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2022. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was treated with unspecified anti-inflammatory drug for the event. Pd therapy was continued during the treatment. At the time of this report, hospitalization, patient outcome and patient retraining with were not reported. No additional information is available.